Manufacturer narrative:
Pending.

Event description:
It was reported that there was electric shock device failure. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The customer refused to repair since the device is out of warranty. The fse did not evaluate the device therefore no cause of the reported malfunction was determined. The device remains at the customer site and no further evaluation is warranted at this time.